Event description:
The healthcare professional reported that during a stent-assisted aneurysm embolization procedure, the complaint stent, a 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712 / 7178215) was impeded in the proximal section of the 150cm x 5cm prowler select plus microcatheter (606s255x / 31007918) and could no longer be further advanced. The physician retracted the stent, but the stent became stuck in the hub of the microcatheter. It was observed that the stent component was no longer on the delivery wire and the stent component remained in the microcatheter. The physician removed the stent and the microcatheter from the patient¿s anatomy and replaced both devise to complete the procedure. The patient was reported to be currently stable. There was no report of any negative patient impact. One photo of the complaint device was included.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6) the initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo of the complaint device. The review is documented as follows: [photo review]: it can be noted in the photo that the enterprise stent is deployed inside the hub of the concomitant microcatheter. Only some portion of the microcatheter was shown in the photo and no further damages could be noted. A review of manufacturing documentation associated with this lot (31007918) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The reported issue in the complaint could not be evaluated based on the photo; a functional analysis needs to be performed. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00321 and 3008114965-2023-00322. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 15-jun-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00321. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 08-jun-2023. [Additional information]: on 08-jun-2023, additional information was received. The information indicated that the location of the target aneurysm being treated was on the left internal carotid artery (ica). The stent and the and the push wire became separated. Nothing unusual was noted about the system prior to use. Adequate continuous flush was maintained through the microcatheter. No other device went through the same microcatheter before the stent was used. There were no visible kinks or damages observed on the microcatheter. The replacement stent was not another 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712). The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter of the same product code (606s255x). There was no allegation of patient injury or negative patient impact. There was no clinically significant delay in the procedure due to the reported event. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00321 and 3008114965-2023-00322. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. It was noted that as seen in the photo included in the complaint, the stent component of the 4.5mm x 37mm enterprise® vascular reconstruction device remained inside the hub. The stent component was removed to perform functional evaluation and analysis. Microscopic inspection was performed. The body of the prowler select plus microcatheter was inspected and no damages were found. The prowler select plus microcatheter was then flushed using a lab sample syringe. After flushing, a 0.018-inch lab sample guidewire was introduced into the prowler select plus microcatheter and advanced. The guidewire was able to be advanced until it exited out of the distal tip of the microcatheter without any noticeable resistance. Although functional test could not be performed with the concomitant enterprise system, the guide wire was able to pass through the entire length of the microcatheter without significant resistance, including through the hub. Additionally, no other damages were found on the microcatheter that could have contributed to the issue reported during the procedure. The customer complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. A review of manufacturing documentation associated with this lot (31007918) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00321 and 3008114965-2023-00322. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.